Event description:
It was reported that the pump running symbol was off and the yellow wrench was lit up along with some other symbols. "Call hospital contact" was on the screen. The patient performed a controller exchange. Log files captured backup battery fault alarms on (B)(6) 2023 at 5:25:14.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm, which would cause a yellow wrench and a ¿call hospital¿ message to occur, regarding the primary system controller was confirmed via the log files; however, the reported event of the pump running symbol being off was not confirmed. The provided log file from system controller (B)(6) , as well as a log file extracted from the controller during testing, collectively contained data spanning approximately 8 days ((B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm was observed on (B)(6) 2023 due a load test condition. At this time, the unloaded voltage of the backup battery was under the acceptable voltage threshold, triggering the alarm. The patient¿s driveline was disconnected a few minutes later to perform the reported controller exchange. The returned system controller (serial number (B)(6) ) was functionally tested and was found to perform as intended, and atypical events and alarms were unable to be reproduced throughout all testing. The controller¿s green pump-running symbols always displayed as intended while the driveline was connected. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.